Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary revision 21 of 3709030 does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of 3709030. Complaint investigation results: (B)(4). The batch 6007124, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007124 was manufactured according to the work instruction (wi) version 79 and packaging in the machine multivac 12 on 14-may-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4e02074 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 12-may-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4e02075 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 13-may-2024, with a total of (B)(4) units. The sub-assembly, assembly of quick set of the lot 4e02150 was manufactured according to the (wi) version 27 and manufactured in the line assembly of quick set, on 13-may-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4e02010 was manufactured according to the (wi) version 41 and manufactured in the machine 04-08, on 11-may-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4d05758 was manufactured according to the (wi) version 41 and manufactured in the machine 04-08, on 09-may-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the quick release (qr). The infusion set was in use for one day. No further information available.